Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly, post-op, the patient developed "serious complications including pain, a diagnosis of cancer, as well as physical limitations, and mental anguish."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.  If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: degenerative disc disease, l5-s1; low back pain. The patient underwent the following procedures: anterior spinal fusion, l5-s1; use of depuy cougar cake; use of bmp small size #4 posterior instrumentation; nuvasive neuromonitoring. No intra-operative complications were reported. (B)(6) 2009: the patient was discharged from the facility.